Event description:
It was reported the pt was sweating near the ipg site and felt hot. The pt was instructed to turn the system off. It was reported the pt was susceptible to pneumonia; the primary care physician placed the pt on levaquin. Follow up determined the physician believed the issue was not due to his scs system, but was due to his pneumonia. The pt was instructed by the physician to continue to use his scs system.

Manufacturer narrative:
The ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.